Manufacturer narrative:
(B)(4).

Event description:
The recipient's electrode array reportedly migrated. The recipient underwent repositioning surgery to reinsert the electrode array.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated and programmed. The recipient remains implanted. This is the final report.